Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button intermittently not responding when pressed. Reported that the keypad appears intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be swollen, during testing the up and ok keypad buttons intermittently responded to user inputs, the down and contrast keypad buttons required excessive force to activate, it was observed that the contrast key contact was inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.